Event description:
It was reported that this pacemaker was suspected to exhibit premature battery depletion. After technical services data analysis it was recommended for the device to be replaced. The device remains in service. No further adverse effects were reported.

Event description:
It was reported that this pacemaker was suspected to exhibit potential premature battery depletion. After technical services data analysis it was recommended for the device to be replaced. The device remains in service. No further adverse effects were reported.